Event description:
It is reported that a provisional was left in the patient. The provisional had dropped down into the tibial canal and the final implant stem extension and tibial plate were cemented in place effectively sealing the provisional in the patient's tibia.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.